Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 3 patient samples tested for either troponin t hs stat or elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. Based on the data provided, the results for 2 patient samples were discrepant for either troponin t hs stat or hcg + b. Patient 1 initial troponin t hs stat result was 0.058 ng/ml with a data flag. This result was reported outside of the laboratory. A new sample was obtained 3 hours later and the troponin t hs stat result was 0.004 ng/dml. The customer repeated the original sample twice with results of 0.004 ng/ml. On (B)(6) 2018 the 2nd sample was repeated with a result of 0.004 ng/ml and the original sample was repeated again with a result of 0.004 ng/ml. The result of 0.004 ng/ml was believed to be correct. On (B)(6) 2018 patient 2 (female, (B)(6)) initial hcg + b result was 10000 miu/ml with a data flag. This result was not reported outside of the laboratory. The sample was repeated using a 1:100 dilution and the result was 17.56 miu/ml with a data flag. The sample was repeated again with a result of 10000 miu/ml with a data flag. The sample was repeated again using a 1:100 dilution and the result was 69305 miu/ml with a data flag. The result of 69305 miu/ml was believed to be correct based on the patient's clinical history. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 305646. The expiration date was not provided. The hcg + b reagent lot number was 308599. The expiration date was not provided. The investigation stated the calibration data for troponin t hs stat was acceptable. The calibration data for hcg + b was slightly higher than expected. Qc data for both assays were within the acceptable range. The customer used rack adapters for the sample tubes. No issues were identified during a review of the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.